Event description:
It was reported by the affiliate that when (1) atw35 device was used during a video assisted thoracic surgery lobectomy the jaws would not close. Another device was used to complete the case with no consequence to the pt. The device was discarded.